Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range impedances greater than 2000 ohms and high capture thresholds. Subsequently, a lead revision was performed where the lead was surgically capped and replaced. No adverse patient effects were reported.